Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article titled "management of pancreatic collections via transgastric drainage: a retrospective study at a university hospital", by m. Rojas estevez. The article describes a retrospective study involving 35 patients treated with endoscopic ultrasound-guided transgastric drainage (eugd) for pancreatic collections at the university hospital nuestra senora de la candelaria from 2014 to 2024. The hot axios stent was reported as the most frequently used device for these procedures. The authors reported a mean pancreatic collection size of 113 mm, and drainage was typically indicated after an average of 28 days (compressive and infectious cause). Clinical resolution was achieved in more than 60% of patients using transgastric drainage alone, with 34% requiring endoscopic necrosectomy. Patients who did not achieve effective drainage underwent radiologic drainage or video-assisted retroperitoneal necrostomy. Please see the referenced article for full procedural details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3 the event date was not provided; however, since it is mentioned that the study covered the period from 2014 to 2024, january 1, 2014 was selected as the event date. Block d4, h4: the complainant was unable to provide the complaint device lot number; therefore, the device manufacture date is unknown at this time. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's address: carretera general del rosario, 14538010 santa cruz de tenerife, canary islands, spain; reported here as it exceeded the character limit for the designated field. Initial reporter's facility name: hospital universitario nuestra senora de la candelaria; reported here as it exceeded the character limit for the designated field. Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Block g2 literature source: m. Rojas estevez, a. Camarasa perez, b. Reyes correa, a. Delgado de la cruz, j. Padilla quintana, a goya pacheco, I. Redondo zaera and j.c jordan balanza. "Management of pancreatic collections via transgastric drainage: a retrospective study at a university hospital". Pbp-340, e-ahpba 2025 abstracts (2025)